Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported during attempted placement of a xen®45 gts in patient's left eye, "blue mechanism is sticky, hard to advance". No injury occurred to the patient and a backup device was used.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted event was unable to be verified. The device was subject to visual and functional evaluation. The needle was heavily bent, and the slider knob could not move to actuate the device. As a result, the functional evaluation could not be completed to verify the complaint.

Event description:
Healthcare professional reported, during attempted placement of a xen®45 gts in patient's left eye. "Blue mechanism is sticky, hard to advance". No injury occurred to the patient. And a backup device was used.